Manufacturer narrative:
Upon complaint review, it was determined that the siderail not latching could have the potential to cause serious injury if it were to reoccur. The technician replaced the siderail latch to resolve the issue.

Event description:
Stretcher siderail was bent and would not latch. There were no injuries in this event.